Event description:
The user informed the olympus field service engineer that the endoscopic image was not displayed during the preparation for use. The patient was not yet anesthetized when the reported defect occurred. The user completed the intended procedure for inspection with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to any of olympus locations. According to the information provided by olympus (B)(4), the device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The olympus field service engineer (fse) inspected the device and confirmed the following: there was a slight trace of water on the video connector socket. The endoscope was plugged into and unplugged from the device, but the reported event was not reproduced. As a result, the repair service was canceled and the device was returned to the user facility for observation. The device was returned to the user facility for observation after inspection by the fse, so olympus medical systems corp. (Omsc) determined that the device was normal. It is possible that the endoscope image was not displayed because the device was used with foreign material such as dust or chemical residue attached to the electrical contacts of the endoscope connector. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.